Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was inspected on site by a qualified technician. The technician observed that the wheel of the machine was damaged. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the machine instability was the broken wheel which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ak 98 machine was observed to have a broken wheel during priming. The machine was at risk of tipping over. There was no patient involvement. No additional information is available.